Event description:
It was reported that the patient's ipg is reaching end of life, and the patient has ineffective stimulation. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg and lead were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.